Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("severe cramping"). The patient was treated with surgery (on (B)(6) 2014 she was forced to undergo a surgery to remove the essure coils). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage and abdominal pain to be related to essure. The reporter commented: plaintiff began experiencing the events and more some time after the essure implantation procedure. Company causality comment: this non-medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("excruciating pelvic pain") and genital haemorrhage ("heavy abnormal bleeding"). Five years after insertion essure was removed. Pelvic pain and genital haemorrhage are assessed as serious due to their medical significance and they are anticipated according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes as well as abdominal, pelvic and uncharacterized pain may occur. Considering the compatible temporal relationship and the events' nature, causality of pelvic pain and genital haemorrhage with essure cannot be excluded (related). This case was regarded as incident since device removal was required (intervention required). A product technical analysis is being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("excruciating pelvic pain") and genital haemorrhage ("heavy abnormal bleeding"). Five years after insertion essure was removed. Pelvic pain and genital haemorrhage are assessed as serious due to their medical significance and they are anticipated according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes as well as abdominal, pelvic and uncharacterized pain may occur. Considering the compatible temporal relationship and the events' nature, causality of pelvic pain and genital haemorrhage with essure cannot be excluded (related). This case was regarded as incident since device removal was required (intervention required). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.